Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. The distributor reported that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the pump powered on with the returned battery cap and it was able to fully tighten with no power loss observed. There was a crack in the battery compartment and moisture observed inside the compartment. Current draws were out of specifications. The leak test revealed a leak at the battery compartment crack. There was evidence of additional moisture contamination on the continuous glucose monitor (cgm) board when the pump case was removed. Once the cgm board was unplugged, current draws returned to within specifications. There was a cold solder connected observed on the cgm board. There were multiple low battery warnings and replace battery alarms along with evidence of excessive battery usage observed in the black box history.